Manufacturer narrative:
(B)(4). Based on additional information received from the customer it was discovered that this event is a duplicate of a previously reported event, which was submitted under MDR#3006425876-2025-01142 on 11-dec-2025; therefore, this report will be retracted.

Event description:
It was reported that "we have recently had an incident in which a finding was made on a patient's CT scan: metallic object present on CT 29/10 not present on 21/10 (right thigh). Most likely a guide wire tip that has broken off." Metal fragments still remain in the patient. There were no obvious signs of harm observed; however, the patient is still being monitored due to the retained fragments. The patient has been discharged to the ward but is still under observation.

Event description:
It was reported that "we have recently had an incident in which a finding was made on a patient's CT scan: metallic object present on CT 29/10 not present on 21/10 (right thigh). Most likely a guide wire tip that has broken off." Metal fragments still remain in the patient. There were no obvious signs of harm observed; however, the patient is still being monitored due to the retained fragments. The patient has been discharged to the ward but is still under observation.

Manufacturer narrative:
(B)(4).